Event description:
A physician has had nine occurrences of inlfammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date co has received no additional info relating to this particular control number.